Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiffs acetabulum, caused severe pain, inhibited plaintiffs ability to walk, and will require revision surgery. **update** 01/17/2012 - medical records were received. The revision operative report indicates that the left hip was revised to address pain and increased fluid around the hip. Lab tests indicated increased peripheral concentrations of cobalt and chromium ions.

Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiffs acetabulum, caused severe pain, inhibited plaintiffs ability to walk, and will require revision surgery. **update** 01/17/2012 - medical records were received. The revision operative report indicates that the left hip was revised to address pain and increased fluid around the hip. Lab tests indicated increased peripheral concentrations of cobalt and chromium ions. Dor: (B)(6) 2011, part numbers identified and updated to complaint. Temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. ***update - 01/05/2012: medwatch has been received from the hospital. Lot numbers have been identified (left side). There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.